Event description:
Complainant alleged that while treating a patient (age & gender unknown), the device displayed a "poor bridge contact" message upon an attempt to charge energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to co and displayed "bridge short" and "bridge test fail" messages, which are consistent with the customer's complaint. The device does not actually display a "poor bridge contact" message. The malfunction was attributed to a faulty transistor on the bridge board.